Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2025, the patient complained of leakage after getting out of bed to urinate. The left radial 5-fu electronic pump extension tube was broken at the connection with the clave connector. A new infusion connector was installed.

Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer did not provide the correct lot number. The feedback provided by the customer states that, "the end of the extension tube connected to the karloff connector at the end of the left radial 5-fu electronic pump had broken, causing leakage." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.